Event description:
(B) (6) peripheral cutting balloon registry. It was reported in (B) (6) 2004 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The lesions were distal, below the knee. The lesion was "pre-occlusive stenosis of tibio-peroneal trunk." Lesion one was de novo. The vessel was non-tortuous, had mild calcification and the reference diameter was 3mm by 15mm in length. This was a concentric tight stenosis lesion with 90% pre-procedure and 20% post-procedure stenosis. Target lesion two location was "peroneal artery's." The target vessel was mildly-tortuous, had no calcification and the reference diameter was 2.5mm by 5mm in length. This was eccentric tight stenosis lesion with 70% pre-procedure stenosis; and post-procedure 0% stenosis. Data for number of inflations, time and maximum inflation pressure was not provided. One month follow up in (B) (6) 2004 comment states ¿duplex scan obtained by another clinic¿ and target vessel was patent. Patient 3 month follow up visit in (B) (6) 2005 subject experienced adverse event "r' facial nerve palsy". The target lesion remained patent with no interventions reported. Patient 6 month follow up visit in (B) (6) 2005 noted adverse event ¿occlusion of popliteal artery¿. Subject was alive and the target lesion was reported patent. No additional interventions or other diagnostic examination was performed.

Manufacturer narrative:
Event date: unknown day and month. Year 2005 the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not returned for analysis